Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient may undergo a revision surgery of a total ankle replacement a hard stop and pain when dorsiflexing. The CT scan shows a small amount of lucency near the tibial component.

Manufacturer narrative:
The reported event could be confirmed, since review of the provided imaging does indicate lucencies around the tibial and talar components. Medical affairs was consulted on this case. According to their review, "I can confirm the radiolucencies near the tibial component, without signs of loosening of the tibial tray. There are also some lucencies around the talar component, also without definitive proof for loosening." It was also noted, "there is some bone formation at the anterior medial aspect of the tibia that may contribute the patient¿s experience of a hard stop of dorsiflexion and pain." Regarding the lucencies, our medical professional indicated, "the ¿lucencies¿ around the pegs are metal artifacts, disturbances of the CT-scan. The anterior lucencies can arise from pressure building in the joint during weight-bearing and movement. They can also arise as a reaction on the debris particles from the pe-liner because of the normal (expected) wear." Although the lucencies were confirmed, the root cause of the reported allegation could not be determined with the available information. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may undergo a revision surgery of a total ankle replacement a hard stop and pain when dorsiflexing. The CT scan shows a small amount of lucency near the tibial component.